Manufacturer narrative:
Pump received unable to performed the displacement test due to cracked and bleeding liquid crystal display noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was cracked. Customer's blood glucose at the time of the incident was unknown. The insulin pump will be returned for analysis.